Event description:
Healthcare professional reported injecting a patient with 2ml of skinvive¿ by juvéderm® in the cheeks and forehead. Patient is experiencing "little red bumps, like mosquito bites". Hcp later reported the patient experienced "itchiness and inflammation" as well as redness and lumps post-injection. Hcp advised the patient to take zyrtec and hydrocortisone cream three weeks post-injection. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.